Event description:
The customer reported that while the unit was in use on a patient, unit's display screen had three vertical lines running down the left side of the display and the display flashed on and off. Therapy was continued. No patient injury was reported.